Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient experienced an allergic reaction due to the absorbable envelope. The envelope remains implanted. No further patient complications have been reported as a result of this event.